Event description:
Subcutaneous infusion set (27g, 3/4", 30 degree bend needle) was being used to administer pain med per continuous infusion pump. Needle was inserted in client's abdomen. While performing routine site care, rn discovered needle no longer attached to rest of infusion set. Needle not recovered.